Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between peritoneal dialysis and use of the liberty select cycler with liberty cycler set and the patient event of peritonitis. However, there is no documentation of a causal relationship between the use of the liberty select cycler with liberty cycler set and the patient event of peritonitis. Although no information was provided related to the determined cause of the reported peritonitis, all pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the limited information and no allegation of a malfunction, deficiency, or defect the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event.

Event description:
This peritoneal dialysis (pd) patient¿s daughter reported the patient was hospitalized due to peritonitis. The patient was completing in-center hemodialysis (hd). Additional information was obtained through follow-up with the hd clinic who provided the patient¿s discharge summary. The patient went to the hospital on (B)(6) 2026 due to abdominal pain, nausea, and cloudy pd fluid. The patient denied vomiting and fever. The pain had been intermittent, but reportedly over the last 5 days it became constant. The patient was diagnosed with refractory pd associated peritonitis. The initial peritonitis event was diagnosed on (B)(6) 2025. The patient had been treated with intraperitoneal (ip) ceftazidime on an out-patient basis., but the patient continued to experience abdominal pain, nausea, discomfort with pd and the pd fluid remained cloudy despite the antibiotics. The patient was admitted to the hospital. The patient¿s vital signs at admission were blood pressure (bp) 120/68, pulse (p) 96, respiration (r) 18, temp 98.5, spo2 95%, and weight 88.9kg. A computed tomography (CT) scan of the abdomen showed the pd catheter in place with small to moderate amount of pd fluid as expected. The patient¿s antibiotics were changed to intravenous (IV) levaquin (dose, frequency, and duration not documented). The patient¿s lab results on (B)(6) 2026 were: wbc count 12.6, hgb 10.3, hct 32.8, na 139, k 4.2, cl 100, co2 30, glucose 190, bun, 41, creatinine 5.2, ca 8.4. The patient had the pd catheter removed on (B)(6) 2026 and a temporary hemodialysis (hd) catheter was placed. On (B)(6) 2026, the temporary catheter was removed, and a right internal jugular tunneled dialysis catheter was placed. The patient¿s blood cultures were negative for growth after 4 days. The patient assessment and plan stated that the pd fluid was positive for serratia. The patient completed the antibiotic regimen. The patient was discharged on (B)(6) 2026 and began in-center hd on (B)(6) 2026 with a tuesday, thursday, and saturday schedule. The cause of the peritonitis was not documented.